Manufacturer narrative:
It is unknown which patella is left or right: 3738869 200-02-32 - three peg patella 32mm 3711834 200-02-35 - three peg patella 35mm pending investigation. D10: 3474337 02-010-03-0250 - logic cr femoral cem, left, sz 5 3691434 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t.

Event description:
As reported, approximately 9 years and 11 months post the initial left total knee arthroplasty (tka, the patient presented to the surgeon with complaints of pain, swelling, instability and dissatisfaction with their left tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. A complete revision. The patient was revised and the poly and patella implants were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Associated with 1038671-2023-01298.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported cannot be determined from the information provided but may be the result of prosthesis wear, instability or inclusion of the polyethylene in the packaging recall. The articular surfaces of the tibial insert and patella appear unremarkable in regard to wear. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.